Event description:
It was reported that, the patient presented for routine clinical follow-up, lead dislodgement was observed. The lead was repositioned successfully. No adverse consequences for the patient were reported and the patient condition is good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.